Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The implantable neurostimulator and an anchor have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when analysis is complete.

Event description:
The pt experienced a loss of stimulation. Interrogation of the implantable neurostimulator revealed high impedances. Intraoperative eval revealed that the extension had a visible kink at the battery connection. The extension was replaced. Impedances were good afterward. There was no pt injury associated with the event. The pt recovered without sequela after device removal.